Event description:
It was reported that the device failed to shock a pt. Pt care was then transferred to another device and the pt survived.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the internal therapy connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a low voltage pin socket, designator #1, that was damaged and not making contact with the corresponding pin on the therapy cable.